Event description:
Patient had initial surgery in 1998. In 2012, doctor replaced the poly and head a grafted some lytic areas. Although the grafted areas healed well the patient still complained of pain. So he ordered a MRI (no pseudotumor). Then he tested for metal. Cr was 1.7, co was 9.7. So doctor removed the head and stem and replaced with a cone conical and biolox head.

Manufacturer narrative:
An event regarding abnormal ion level involving an omnifit stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had initial surgery in 1998. In 2012 doctor replaced the poly and head a grafted some lytic areas. Although the grafted areas healed well the patient still complained of pain. So he ordered a MRI (no pseudotumor). Then he tested for metal. Cr was 1.7, co was 9.7. So doctor removed the head and stem and replaced with a cone conical and biolox head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.